Manufacturer narrative:
Results: end plate bracket assembly; customer has chosen to remove the cot from service and not repair and return.

Event description:
It was reported by service report that the cot dropped. There was a cracked weld at the litter/base interface end plate. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.